Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the window of a 7f exoseal vascular closure device (vcd) did not change, and the device fell out. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended to be used after a percutaneous coronary intervention (pci) treatment. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 7f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis two kinked/bent conditions in the delivery shaft were observed during this analysis, located 10.5 cm and 11.5 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the kinked/bent areas to verify the outer diameter (od). The results obtained were found to be within specification. Additionally, a dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was found within specification. The functional deployment simulation evaluation could not be performed. An attempt was made to depress the lever; however, it could not be completed successfully, likely due to the kinked/bent condition of the delivery shaft. During the analysis, the indicator wire was pulled to reach the black/black position in the indicator window. However, because the deployment lever could not be fully depressed, the indicator window did not transition, and the black/white/red positions could not be obtained. Nevertheless, when the handle was opened, the indicator window was manually moved to verify its independent functionality. In this manner, the indicator window successfully transitioned to the white/red/black positions. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as all three stages of the indicator window were obtained. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with delivery shaft kinked in two areas, not allowing the mechanism to move appropriately. If this condition was present during use of the device, this could also have contributed to the issue with the usage of the device. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the window of a 7f exoseal vascular closure device (vcd) did not change, and the device fell out. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended to be used after a percutaneous coronary intervention (pci) treatment. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.